Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240/2367 alarm, which occurred on the homechoice (hc) during use, during drain 2 of 4. The home patient (hp) stated that she disconnected herself to use the restroom and when she came back, the hc started to alarm, so she reconnected and called. The baxter technical service representative (tsr) explained the alarms and had the hp cycle power two times to clear them. The tsr then explained that the supplies were compromised and the hp would need to start over with new supplies. The tsr then advised the hp to call the registered nurse (rn) in the next 24 hours and let them know what happened. The hp understood the explanations and cleared the alarms and they would start over with new supplies and would call the rn. The hc was okay. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed because the patient reported disconnecting during therapy. The cause was determined to be use error. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. This issue is being investigated through CAPA.